Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced the video generator, however, the issue persisted. A touch screen was ordered and installed and the issue was resolved. Subsequently, the stm completed a full pm. Calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The iabp was then returned to the customer and cleared for clinical use. The initial reporter named in is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) that during a preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) displayed code # 63 (a fault detected by the display head processor. Unable to configure the touch screen controller device). The iabp's touch screen became intermittently unresponsive. There was no patient involvement, and no adverse event reported.